Manufacturer narrative:
(B)(4). A visual inspection of the returned device was inspected for damage or kinks, none were observed. A performance test for inflation was attempted. A 3ml syringe filled with air was used to inflate the balloon. Balloon inflation failed. Balloon inflation was performed under water, bubbles were observed escaping from the device at the balloon location. A rupture of the balloon was clearly visible. Device history record review was performed, the device met manufacturing, and performance specifications. Lot history review was performed for lot 12161497. No other complaints were found associated with this lot. The rupture of the balloon occurred most likely from contact with a stone. (B)(4).

Event description:
It was initially reported to boston scientific corporation that the extractor xl triple lumen retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. Per the complainant, the balloon was inserted through the endoscope, ending just outside the papilla. The physician attempted to inflate the balloon, however, it would not inflate. The balloon was removed and the procedure was completed with another extractor xl triple lumen retrieval balloon. There has been no report of complications or injury to the pt related to this event. This event has been deemed a reportable event based on the investigation results; balloon rupture.